Event description:
Patient has a heartware lvad(left ventricular assist device) implant, there was a delay in pump restarting after controller change, it started after the third attempt which was abnormal. Time delay of approximately 45 secs before pump restarted. Patient experienced lightheadedness but remained hemodynamically stable and did not require hospitalization.